Event description:
Healthcare professional reports inconsistent act-lr results with hemochron elite microcoagulation system during electrophysiology application. Test generated act-lr result of >400 seconds. Test was repeated 5 minutes later with a new sample, which generated result of 230 seconds. Target time: >300 seconds. No adverse event (s) reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2012, (B)(4). Customer tested using cuvette lot #m1jlr205. Method: actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Re-training of facility staff was conducted on (B)(4) 2012 to troubleshoot testing technique issues for improvement of test performance. Itc has requested all data required for form 3500a.